Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. Safety, calibration, and functionality checks were performed to factory specifications. The iabp was released to the customer and cleared for use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient harm reported.